Event description:
Related manufacturer reference number: 3006705815-2022-16682. It was reported that the patient was unable to recharge their ipg following a fall. As such, surgical intervention took place on 05may2022 wherein the entire system was explanted and replaced with another manufacturers system to address the issue (related manufacturer reference number: 3006705815-2022-14413). There were no reported allegations against the lead. The lead #1 was returned cut as a result of the explant procedure. Microscopic inspection of the lead #1 revealed all wires were broken. As received, the lead #2 was cut but complete. The lead #2 was returned cut as a result of the explant procedure. Microscopic inspection of the lead#2 segments did not identify any fractures. Note: it is unknown what sn lead had the all wires broken. Hence both leads are being reported.

Manufacturer narrative:
Date of event is estimated: reporter phone number: (B)(6).

Manufacturer narrative:
There were no reported allegations against the lead. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 19.2cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.